Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information. If more information becomes available a follow-up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative that a demo product was used during the surgical procedure. During the procedure for a fibroid removal, the jaw of the instrument was broken when holding tissue. All fragments were able to be removed. There was no delay in surgery reported. There was no injury to the patient reported. Involved components: pm986p/ insulated outer tube 3.5/3.5mm instr; p0381r/ handle with ratchet for 3.5mm instr.